Manufacturer narrative:
The certas valve was not returned for evaluation (as per customer, product not available)) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported a certas valve was implanted to the patient via l-p shunt on unknown date with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by (B)(4), product code: 702-jj). The pressure setting could not be changed with etk. Neodymium was used, and the pressure could be changed. No further information was provided by hospital.